Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A review of the system logs showed that the motor stalled. The handle was disassembled and the motor controller was found to be electrically non-functional. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. Power handle error is due to failed motor controller preventing motor movement on firing motor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a gastric sleeve procedure, the handle displayed an error message wherein there is an icon of the power handle inside a red circle with a cross and yellow caution symbol above it. The device was left on the charger and another device was used to complete the procedure. There was no patient involvement.